Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: functional testing of the returned device was unable to replicate the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp is not staying locked when tightening/ratcheting. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: functional testing of the returned device was unable to replicate the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.